Event description:
A customer reported experiencing high blood glucose levels indicated as "high," though specific value was not provided. Cause was not known. To address the issue, the customer administered correction injections manually and received follow-up assistance, including trial samples of different infusion sets, educational materials, and recommendations to try new site locations. No additional information was provided regarding further outcomes for the customer.